Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a female patient (patient age and weight are unknown). During the procedure, the guide catheter broke as it was being retracted for stent deployment. The stent was unable to be deployed. The procedure was completed with another device (device and manufacture name unknown) and no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a female patient (patient age and weight are unknown). During the procedure, the guide catheter broke as it was being retracted for stent deployment. The stent was unable to be deployed. The procedure was completed with another device (device and manufacture name unknown) and no reported patient complications. The patient was reported to be in good condition after the procedure. Correction: the broken guide catheter remained with the push catheter, allowing the device to be removed in one piece. No device fragments remained inside the patient. On (B)(6), 2010, it was reported that the customer cut the push catheter to remove the device from the endoscope

Manufacturer narrative:
A visual evaluation of the returned device revealed that the guide catheter was stretched and broken with the stent loaded on the broken distal piece. A portion of the guide catheter was not returned for evaluation. The distal end of the guide catheter had a kink/bend (suture impression).. The push catheter was cut by the customer near the distal end. The distal barb of the stent was clogged with residue; however the stent was not damaged. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.